Event description:
Patient was revised to address loosening. The morse taper was loose on the ball taper assembly, and the humeral stent was also loose in the humeral canal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.